Event description:
It was reported that patient was admitted 2008, for revision of right total hip, secondary to pain in the joint from broken component and recurrent dislocations.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event. Product identification supplied by user facility was incorrect. Postoperative reports indicted patient had right hip revision procedure, however, product identification received from user facility indicated components had been implanted in the patients left hip. Multiple attempts to contact user facility in an effort to obtain correct product information have been unsuccessful. If any additional or different information is received, biomet will forward follow up report to the FDA.